Manufacturer narrative:
Evaluation completed. One bl3170 stellaris handpiece, serial number (B)(4) was returned. Visual inspection found the transducer horn dented. A functional test was performed using a stellaris system. The handpiece data displayed tune count 333, on-time 12097607 and average power 0. The handpiece turned primed and functioned as intended. The frequency and level of cleaning cannot be determined. The device history was reviewed and found to meet manufacturing specification. Report 1 of 2 see 1920664-2017-00005.

Event description:
Patient developed tass after undergoing a procedure in which this handpiece was used. The user facility eliminated the related disposable products as a cause as not all patients developed tass. The user facility reports that since changing their cleaning technique to include flushing the I/a tips more frequently there have been no further occurrences of tass.